Event description:
User reported that the ventilation module turned off twice during use, which is considered reportable by spectrum medical. There was no patient harm.

Manufacturer narrative:
Investigation could not replicate the reported fault; however, during internal inspection of the device, it was discovered that the ui board was loose. The loss of communication to this board does not interrupt gas or setpoints, so there was no risk of patient harm. After repair, the unit was confirmed to operate as expected.

Manufacturer narrative:
Device has been returned. Root cause determination is pending the completion of an investigation.

Event description:
User reported that the ventilation module turned off twice during use, which is considered reportable by spectrum medical. There was no patient harm.